Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that on (B)(6) 2019, the plastic part of the tibial impactor broke during surgery (ID 10203101 - tibial impactor tip- lot pn7174). The broken part was discovered in the empty space after removal of the impactor, requiring the surgeon to pick up the broken pieces. Medical staff had to remove the pieces with tweezers to continue and complete the procedure. No patient injury reported and the event lead to 10 minutes surgical delay.

Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h6, h10. UDI: (B)(4). The tibial impactor tip was returned for evaluation: a review of the lot records was conducted, and did not find any indication of problems that could have caused or contributed to the complaint. Failure analysis - a visual examination showed the radel bumper component was cracked into three (3) pieces and had separated from the metal component. The failure was confirmed. Per previous investigations for the same failure mode for 10203101, the root cause identified for breaking the tibial impactor tip was determined to be progressive cracking from repeated impacts. Evaluation of the returned part indicates the same probable root cause.

Event description:
N/a.

Manufacturer narrative:
A review of the lot records was conducted, and did not find any indication of problems that could have caused or contributed to the complaint. The tibial impactor tip was not returned for investigation. As such, a failure analysis could not be conducted and a possible root cause could not be found.